Event description:
A 77-year-old male patient (110 kg, 190 cm) underwent hypothermia treatment post CPR. The icy catheter (lot# 194275) was placed in the femoral vein smoothly from the first attempt. After 20 hours, when the patient reached the target temperature of 33°c, the nurse observed the saline leak on the bed and a damaged luer lock on the catheter. The nursing staff immediately recognized the problem and stopped the therapy, so the console didn't sound an alarm. The therapy was not continued as the patient died due to their underlying condition of heart failure. Per the customer, the patient outcome was not related to the catheter issue.

Manufacturer narrative:
The reported complaint was confirmed during a visual inspection of the returned icy catheter (lot# 194275). The out luer port was completely detached from the luer tubing. The root cause of the damage could not be conclusively determined, however, the excessive force applied to the luer cannot be ruled out. During the further inspection of the catheter under a microscope, it was observed the tubing to the out luer was completely broken off, and the piece of tubing remained in the out luer port. In addition, the blood residue was observed on the balloons and luered tubings. No other physical damage was observed. Functional testing was performed. All infusion ports and lumen were flushed without resistance. During the pressure leak test, the out luer tubing was clamped and the catheter was connected to a pressurized inflation device, the balloons were fully inflated and no leak was observed during testing. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 194275. Zoll medical safety assessment: the event of death was serious because it met criteria for seriousness (death). In agreement with customer, the patient's death was probably related to the patient's underlying condition of heart failure and not to ivtm therapy. Death was not related to the zoll device and procedure.